Event description:
It was reported that the patient presented to the emergency room with pain after receiving inappropriate shocks. Device interrogation revealed that the shock was due to noise over-sensing on the right ventricular (rv) lead. High pacing impedance was also noted. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.